Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited increased threshold measurements with one beat of loss of capture. Decreased r-wave measurements and impedance measurements of 369 ohms were also observed. A chest x-ray did not reveal any issues, however a microdislodgement was suspected. Subsequently, the lead was explanted and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.